Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated her bladder is not emptying and she is having urinary retention. She developed an infection because of this. Patient stated she would adjust settings to feel stim, but stim sensation would go away after not using pp. Patient stated she increased stim on p1 prior to calling and feels comfortable stim now. No further patient complications are anticipated or expected as a result of this event.'

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back and said that she still hasn't noticed improvement and said it was determined that the patient had an infection. Patient was calling back reporting the same issues. She stated she has retention and her bladder does not empty and it is not very uncomfortable referring that it doesn't hurt but feels like you don't want to walk around. Patient stated she has tried all programs with no success. Patient is currently on program 2 at 1.25 volts and feels uncomfortable stimulation if she increases. No further complications were reported.